Event description:
It was reported that the patient was in atrial fibrillation. The atrial lead had increased impedance and now measured high impedance. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.